Event description:
The customer reported that the 25 gauge fiber optic light pipe is a little big for the cannula system which comes with the pack. No additional information is expected.

Manufacturer narrative:
No sample was returned for evaluation. Unable to determine failure mode or root cause without sample. The DHR review found all lots accepted and released in accordance with specification. Complaint unconfirmed. No corrective action taken.